Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an impella device insertion procedure. Reportedly, the lever was closed, but the proglide footplate would not close. A surgical cut down was performed and the proglide device was removed. Manual arterial compression was applied to achieve hemostasis. There was a clinically significant delay in the procedure due to surgical removal of the proglide device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: the device is being retained at the facility in risk management and was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.